Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of (B)(6) 2025 was reviewed. In the data reviewed, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected, consistent with the reported controller exchange. The alarm did prevent the controller from supporting the controller as intended while the driveline was connected. No other notable events were observed in the data reviewed. Provided information indicated that the alarm resolved when the controller was exchanged with the patient¿s backup. The controller was then reconnected to power and the backup battery fault alarm was not able to be reproduced, so the controller remains the patient¿s backup controller and did not return for analysis. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Per the device history record review, the system controller was manufactured prior to the implementation of the CAPA, which implemented the application of grease on the backup battery cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. It was noted during this review that the controller was manufactured without the application of grease to the backup battery cable, consistent with it being manufactured prior to the implementation of the CAPA. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller showed a backup battery fault alarm on (B)(6) 2025. The system controller was exchanged by the patient without consulting the clinic's staff. The patient then visited the clinic, and the clinic staff disconnected and reconnected the emergency backup battery and connected the system controller to the system monitor, however the backup battery fault could not be reproduced, so the system controller was returned to the patient as the patients backup system controller.